Manufacturer narrative:
This case was reported in error as serious injury is not reportable on insulin pump not marketed in united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 25 mmol/l. The customer did experience symptoms of high blood glucose value such as nausea, vomiting, abdominal pain, difficulty breathing. The customer treated high blood glucose with manual injection. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.